Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery to convert hemi to total found stem loose at cement/implant interface. Cement mfg by others.